Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure of a fistula in the radial artery using pod coils lantern delivery microcatheter (lantern). During the procedure, the physician advanced the pod coil out of the introducer sheath; however, while advancing the pod coil through the lantern, the physician experienced resistance and the pod coil would not advance after multiple attempts. Therefore, the pod coil was removed. The procedure was completed using new pod coils and the same lantern. There was no report of an adverse effect to the patient.